Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, while placing the right ventricular (rv) lead, an av block occured. As a result, the procedure was sped up to place the rv lead to provide pacing. Following the procedure, loss of capture and low pacing impedance were observed on the rv lead. The patient experienced discomfort and a cardiac perforation was suspected. Diagnostic imaging was performed and a cardiac perforation was partly confirmed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.